Event description:
It was reported that the image blocks out. No patient or procedure involvement. No negative impact in state of health reported.

Manufacturer narrative:
The investigation is not yet completed; investigation results are pending. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Per manufacturer's investigation results: during the manufacturer's technical inspection, the error description provided by the customer "image blocks out - prior to use" was not confirmed. The device passed quality control at the time of delivery. The following conclusion has been reached based on the defects identified during the technical inspection. The fault described by the customer could not be reproduced. The defects identified during the investigation are due to usage errors or/and wear. For this reason, a user misuse error is to be assumed which led to image blocks out. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. This event is filed under internal complaint ID (B)(4).